Event description:
User experiencing high sodium results since 2008. The following patient example was provided which occurred at about two days later. Initial result gave 138 mmol/l; repeat gave 131 mmol/l. Initial result was reported. User did not know if patient was adversely affected. The field service representative found several components to be faulty, and replaced multiple components. Performance tests were performed and within specification.